Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The user facility report was received from the (B)(4) registry.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a user facility report received from the (B)(4) registry which stated: "coagulopathy and ongoing bleeding. Pump power requirements increased. Lvad flows diminished. Pump thrombosis suspected." Add'l info was received that stated the pt expired due to multi system organ failure on (B)(6) 2012.